Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in a somewhat tortuous circumflex coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 12 atm's on the second inflation. (The initial inflation reached 10 atm's) the pt was asymptomatic during this event. A tramerce guidewire (size unknown) and a cyber guide catheter (size unknown) were also used in this case, but the sizes and types of introducer sheath and inflation device used are unknown. The procedure was successfully completed. Pt status is reported as 'good'.